Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 10-20 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 10-20 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Lot number corrected from 023239867 to 0021278472. Expiration date corrected from 01/23/2022 to 10/18/2020. Unique identifier (UDI) # corrected from (B)(4). H4 device manufacture date corrected from 01/24/2019 to 10/19/2017.

Manufacturer narrative:
D4 lot number corrected from 023239867 to 0021278472. Expiration date corrected from 01/23/2022 to 10/18/2020. Unique identifier (UDI) # corrected from (B)(4) to (B)(4). H4 device manufacture date corrected from 01/24/2019 to 10/19/2017. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the centre of the proximal markerband and extending approximately 23mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 10-20 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.